Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/15/2020. Additional information: d10, h6. H3 device evaluation summary: a suture needle was submitted for evaluation. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/7/2020. Corrected information: b3. Corrected h6 patient code: 2687. A manufacturing record evaluation was performed for the finished device v494h, pcbdqqt0 number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Was any deficiency or anomaly noted on the suture/ needle prior to use? Where was the needle grasped during use? Will the device be returned for evaluation? What is physician¿s opinion as to the etiology of or contributing factors to this event? Has a second procedure been performed to remove the needle? What was the date of the second procedure? What is the date of the planned removal of the needle? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a port-a-cath insertion procedure on (B)(6) 2019 and suture was used. The needle was broken while sewing intra muscular. The needle was used with a needle-holder. During the unsuccessful attempt of ablation by the surgeon, the element has been spotted by scopy. An ultrasound was performed and the needle size is not mentioned but it's the needle less the millimeter which stayed on the needle holder. The needle has been left in place because the surgeon could not remove it. The surgeon plans to remove the needle during the ablation of the port-a-cath on unknown future date. Additional information has been requested.